Manufacturer narrative:
.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 3500 mcg/ml (dose 649.8 mcg/day) via an implanted pump. The lot number was unknown. Indications for use were listed as intractable spasticity and head/brain injury. Other medications the patient was taking at the time of the event and pertinent medical history were not reported. The patient was seen in the emergency room (ER) on (B)(6) 2016 for underdosing symptoms including shaky, difficulty standing, slurred speech, hallucinations, insomnia, difficulty feeding himself, trouble urinating, swelling of ankles, right side tightness, rash lower torso, and headache. The change in therapy/symptoms was sudden. The hcp had checked programming and there were no errors and no alarm logs present. Other medications the patient was taking at the time of the event, pertinent medical history, additional troubleshooting/diagnostics performed with results, actions/interventions taken to resolve the symptoms, the cause of the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. . If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a hcp indicated compatibility guidelines were requested for MRI and the procedure was due to a problem with the device or therapy as the patient's family thought the pump was not working. The patient&#38112;mother reported that the patient was not coherent/not making any sense and was shaky. The event date was unknown. The managing physician did not order the MRI but she had contacted him to discuss the MRI guidelines and he instructed her to call the manufacturer. The managing physician did not want to have anything to do with the MRI. The patient did not want anything to do with the reporter.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was supposed to have a catheter dye study, but was having the pump replaced instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.